Manufacturer narrative:
The device history record review shows evidence that all the device was processed according to current procedures and qa documentation. Samples were received for evaluation. Samples were visually and functionally inspected. During the functional inspection a leak was detected between the connection of tubing line and the cross spike connector. As part of continuous improvements, a corrective action has been opened to determine the root case and action plans. These actions will be designed to prevent the reoccurrence of the reported defective condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the device has significant leaking where the purple spike and tubing come together. The leaking of fluid dripped down the cord to the outlet causing sparking/fire. There was no problem with the pump and no patient harm.